Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative result with the binax now covid-19 antigen self test. The customer stated that she took two ( 2) binax now test performed on (B)(6) 2021. The first test generated a positive result. Repeat testing was performed on the same day and generated negative result. The customer stated she was experiencing a "mildly sore throat". Additionally the customer said she was diagnosed with covid-19 from her doctor. No additional patient information was provided.

Manufacturer narrative:
Corrected data : g4. Additional information: d4, h4,g3. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147214 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147214, test base part number 195-430h / lot 141419r. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147214 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.